Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: clip delivery system ((B)(4)), implanted mitraclip (x1). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip clip delivery system ((B)(4)) referenced is filed under a separate manufacturing report number.

Event description:
This report is being filed due to difficulty removing the steerable guide catheter from the anatomy, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip was successfully implanted, reducing the mr to 2. A second mitraclip ((B)(4)) grasped the leaflets. After grasping, the mr worsened, therefore, the clip was not implanted. During clip delivery system (cds) removal, the fully closed clip became stuck on the steerable guide catheter (sgc) tip. Troubleshooting measures were performed to detach the clip from the sgc tip. This was unsuccessful. Both the cds and sgc with attached clip were retracted to the groin puncture site. A cut down was performed to the femoral vein, removing all devices. The procedure was aborted and the patients mr remained at 2 with the implantation of the first clip. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Potential causes for difficulty removing the steerable guide catheter (sgc) from the anatomy were considered, including manufacturing and user technique. Difficulty removing the sgc from the anatomy can be influenced by manufacturing anomalies, such as mechanical issues with the knob resulting in the inability to straighten the guide shaft. Factors related to patient conditions, procedural conditions and/or user technique, which can influence difficulty removing the sgc from the anatomy can include, but are not limited to, curves applied to the sgc by the user during removal, or patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device. In this case, it is likely that since the clip remained on the sgc soft tip during removal, this created interference between the access site and sgc, which resulted in the difficulties experienced removing the sgc. Although there is no evidence that would suggest user technique influenced the difficulty removing the sgc, the reported information indicates that procedural conditions (due to the clip being caught on the sgc tip) likely contributed to the reported event. All available information was investigated and the difficulty removing the sgc from the anatomy appears to be related to procedural conditions, as the clip becoming caught on the sgc soft tip likely contributed to the reported user experience. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).